Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and indication of initial surgical procedure? Were there any intra-operative complications? Other patient comorbidities? When was the mesh erosion into urethra first noted by a physician? What is a reason for urinary diversion? Describe any medical/surgical intervention for urethral mesh exposure including dates and surgical findings? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced mesh erosion into urethra. It was only found incidentally on check cystoscopy. It was also reported that the patient was symptomless as has urinary diversion. Additional information has been requested.